Event description:
It was reported that patient's merlin home transmitter was hit by a lightning and melted. The transmitter was replaced. The patient status was unknown.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.

Manufacturer narrative:
The field complaint of the transmitter not turning on and there being burned/melted damage was verified. The visual inspection revealed no physical damage to the outer plastic housing of the transmitter or to the ac power adapter. Plug adapter was removed and no damage was noted; however, when the unit was plugged into a working ac electrical outlet, it failed to power on. After opening the ac power adapter, burnt components were observed on the main circuit board and on the inner casing. After opening the transmitter, the main pcb board was found to be burnt as well. Due to all the burn damage, the unit could not be plugged into a working ac electrical outlet. High current flow through the ac wall power outlet damaged the ac power adapter causing the no power issue and the burn damage.